Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? What is the surgeon¿s opinion of the potential consequences for the patient? What is the current status of the patient? Contacted with the sales rep today via phone, please refer to the aei mention on note a-14116679 and other information requested is unknown. Corrected data: d4 UDI.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with nine (9) unopened samples were received for analysis. The product code hs6857h is double armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with one detached needle and one suture needle piece that pertains to product code hs6857h were received for analysis. This product code is double-armed. During the evaluation of the detached needle, the swage area and hole area were noted with marks likely caused by a surgical instrument. The hole was examined under magnification, and remnant suture was observed. In addition, the needle suture piece was inspected, the swage and attachment area were observed to be as expected. The end of the suture was found to be crushed and cut, likely caused by a surgical instrument. The other section of the suture was not returned for evaluation. Per condition of the returned sample, the functional test could not be performed. To complement this analysis, three photos were provided showing one open box with some ovwerwrap packets that pertains to product code hs6857h. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when suturing the heart . Changed another one to complete the surgery. There is no report on patient's injury. There will return 1 actual product and 9 representative samples for analysis. Enclosed please find defect photos . No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.